Manufacturer narrative:
The device referenced in this report will not be returned to siemens for investigation because it was discarded by the user facility.

Event description:
It was reported that a patient underwent a right inferior pulmonary vein (ripv) isolation procedure using a combination cryoballoon and carto3 ultrasound system. An acunav¿ g 8f-90 catheter was being used to provide real-time visualization of the patients' cardiac chambers. A lasso® catheter and a smarttouch® sf catheter were put in place; however, the patients' transient st-segment became elevated and blood pressure was reported to be lost. The physician performed an urgent catheter withdrawal and an immediate cardiac massage was administered. Accumulation of pericardial effusion caused cardiac tamponade so a pericardiocentesis was performed. Due to the heavy bleeding, the patient was transferred to surgery. Hemostasis treatment (type unknown) was provided until the patients' condition was managed and became stable. The patient is reported to be recovering smoothly. It was further reported that it was initially thought that air may have been trapped when the physician inserted the lasso® through the sheath but there was no evidence of air contamination during a subsequent inspection. It is believed that the reported event may have occurred during a difficult septal puncture positioning. It was reported that the puncture was at a position that was more difficult than the anterior wall to approach. The physician commented that at the timing of the occurrence of the tamponade, it was not the period to pass the catheter and the sheath through the septal puncture or the left atrium. Accordingly, the physician also stated that there were no abnormalities seen in smarttouch® sf or the lasso® catheters. Since the acunav¿g 8f-90 catheter was used only to provide cardiac visualization, it is unlikely that it could have contributed to the reported phenomenon. The acunav¿ g 8f-90 catheter is considered a concomitant device.